Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 0148 competitor tachy lead: (B)(6) 2001. 4296 implantable pacing lead: (B)(6) 2012. (B)(4).

Event description:
It was reported that approximately 3 days after device replacement; the patient heard an alert and went to the clinic. During device evaluation, there was noise noted on the electrocardiogram. Additionally, high impedance and oversensing was found. The pocket was opened and it was found that the set screw was loose. It was also reported that there were insertion and reconnecting issues into the device port. After reconnection and tightening the set screw, the device was re-implanted and there were no known issues. The device remains in use. No patient complications were reported as a result of this event.